Manufacturer narrative:
The total protein reagent lot number was 91805401, with an expiration date of 31-jan-2027. The field service engineer replaced the sample probe and performed a hardware check. The hardware check passed. Calibration and controls were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple parameters on a cobas c 503 analytical unit. Multiple samples had test results accompanied by data flags indicating the values were below the measuring range of the respective assay. The samples were repeated on a second analyzer and these values were deemed correct. The customer provided an example of one patient sample with discrepant total protein gen.2 results. The sample initially resulted in a total protein value of 0.3 g/dl and it repeated as 6.6 g/dl. The repeat value was deemed correct.